Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer reloaded the same cartridge and the alarm was cleared. Insulin delivery was resumed. Customer's blood glucose was 60 mg/dl. Customer declined tandem technical support's offer to troubleshoot.